Event description:
It was reported that the dermatome to be repaired. The device was sent in for preventive maintenance. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, it was found that the motor speed was unstable.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and the motor was corroded. The motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends